Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt has not been revised. We can assume that the pt is currently being monitored. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained form the information provided. Should additional information become available, and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a fitmore shell with screws cones 62/nn on the left side on (B)(6) 2014. The pt claims for damages.